Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt reportedly fell and scuffed up his elbows causing them to bleed at the time fo the treatment. The pt continued us of the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 05/2013, electrode belt (B)(4): 06/2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while in a doctor's office. Motion artifact contributed to the false detection. The pt was reportedly conscious at the time of event and putting the device back on when the event occurred. The pt could not get to the response buttons at the time. It was reported that the pt had fallen and scuffed up his elbows causing them to bleed when the treatment occurred. The pt continued use of the lifevest.